Event description:
It has been reported to philips that the equipment did not work when turning it on. The procedure was moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. The review of system log file showed ¿malfunctioning flexvision pc¿ error. Upon functional testing, the fse found that the flexvision pc was defective. To resolve this issue, the philips engineer replaced flexvision pc and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.